Event description:
When physician treating the patient with bovine collagen, the needle totally disengaged from the syringe. This is being reported due to the possibility of patient injury occurring in the future with such an avent.